Manufacturer narrative:
Reliability analysis evaluated 2 opened and used infusion sets. Performed hand prime using a new lab reservoir and found occluded at p-cap connection. Analysis was unable to confirm occlusion due to customer returned opened and used. Evaluated 1 opened and used infusion set. Analysis used a new reservoir, perform manual prime. During visual inspection, the diluent flowing through the infusion set and out the catheter tip. Infusion set failed per specification. Found that the infusion set was occluded at needle side.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 86 mg/dl at the time of incident. The customer stated that the no delivery alarm was resolved by a complete set change. The customer was unable to troubleshoot at the time of call. The infusion set will be returned for analysis.